Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the customer experienced magnetic sensor error issue. The issue was resolved by changing the catheter and the case was completed without any patient consequence. This issue is not reportable malfunction. Upon receiving the product in biosense webster lab on (B)(4) 2015, it was noticed that there was foreign material on surface of pebax. After further investigation, it was found out that this material is similar to pebax composition, making this event reportable. Upon received the catheter was review. It was observed unknown material possible pu composition, smearing at the surface of the pebax. The device was sent to scanning electron microscope (sem) results show that the external surface of the pebax did not exhibit evidence of holes or damage. An unknown material was observed on pebax surface. Ft-ir was performed to determinate the unknown material composition the results did not confirm the presence of foreign material near or under the surface of sensor sleeve composed of pebax. Therefore it was concluded that the unknown material was part of the pebax component. Per the sensor error reported the functionality of the biosensor catheter was tested on carto system. The catheter failed during carto test, error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during a procedure, the customer experienced magnetic sensor error issue. The issue was resolved by changing the catheter and the case was completed without any patient consequence. This issue is not reportable malfunction. Upon receiving the product in biosense webster lab on may 22th 2015, it was noticed that there was foreign material on surface of pebax. After further investigation, it was found out that this material is similar to pebax composition, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.